Manufacturer narrative:
The device was evaluated at olympus medical systems corp. (Omsc). As a result of the evaluation, the following was confirmed. -it was not possible to confirm whether the reported event was reproduced. -when the appearance of the inside of the pipeline from the instrument channel outlet to the suction valve, the distal end, and the cylinder was checked, the instrument channel located about 40 cm from the distal end was scratched in the direction of insertion and removal of the endotherapy accessory. The device is planned to be sent to olympus service operation repair center (sorc) for inspection. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user injected the saline solution from the instrument channel port using a syringe, and collected and cultured the saline solution that came out from the instrument channel outlet. As a result, various bacteria including escherichia coli were detected in the collected samples. The user facility did not provide other detailed information such as the number of microbes. The device had been reprocessed with a non-olympus automated endoscope reprocessor, endostream manufactured by fujifilm, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus service operation repair center (sorc). As a result of device inspection by sorc, poor drainage, chipping of adhesive of bending section rubber, scratches on insertion tube, play of angulation, insufficient angulation, peeling of the objective lens adhesive, and cracking of the light guide lens were confirmed. However, the causal relationship between these confirmed defects and the reported event was unclear. When the appearance of the inside of the pipeline from the instrument channel outlet to the suction valve, the distal end, and the cylinder was checked, the instrument channel located about 40 cm from the distal end was scratched in the direction of insertion and removal of the endotherapy accessory. This may have been caused by the insertion of an unexpected endotherapy accessory, such as inserting the endotherapy accessory or brush vigorously, inserting and removing the brush in an excessive loop state, inserting while opening the forceps cup, inserting the endotherapy accessory when it was not fully retracted into the sheath, or unreasonable insertion in a bent state. It is possible that proper reprocessing could not be performed because the cleaning brush did not hit the entire surface inside the channel during reprocessing using the cleaning brush due to scratches inside the channel. As a result, it may have affected the growth of bacteria inside the channel. The exact cause of the reported event could not be conclusively determined. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.